Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
On (B)(6) 2015, patient returned to clinic at 15 months post-surgery. A slight difference in leg lengths, measured to be 1.5cm, was noticed. Prescription for a shoe lift was given.